Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced one driveline fault alarm and was asymptomatic. The patient has experienced multiple driveline fault alarms in the past. The log files displayed one transient driveline fault alarm at 1:09 am as mentioned. There were no other unusual events seen within the log files and the device operated as expected. The patient is continued to be monitored and is being worked up for a heart transplant and has not experienced any further alarms.

Event description:
It was reported that the patient also experienced low flow alarms. They resolved without particular intervention.

Manufacturer narrative:
Related MFR numbers for previous driveline fault history: #2916596-2022-11368, #2916596-2022-01968, #2916596-2022-01387, #2916596-2020-06479, #2916596-2019-01013. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a driveline fault alarm. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Additionally, analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. A single yellow wrench advisory associated with a single driveline fault was captured on 23aug2022 which was silenced. The driveline fault appeared to result from an issue with phase 2. The other phases did not appear to contribute to the fault. Analysis of the submitted log file also revealed 78 transient low flow hazard alarm captured throughout the log file when the flow dropped below the 2.5 liters per minute threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low-speed events and driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.